Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, undersensing of r-waves, and a slow decreasing trend in impedance leading to low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.